Event description:
Caller states that the pt tested >8.0 inr on the device and 5.4 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Caller is unsure which lot produced result of >8.0 inr.